Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was in the 300 mg/dl range. The customer determined that the site was the cause of the occlusion and changed the site. Insulin injections were used to lower the bg level. As the alarm had occurred in the past, tandem technical support was unable to perform a system check to determine if the site was the cause of the occlusion.